Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that an increasing number of high impedances have been noted on the electrode channels. This is resulting in a poor hearing sensation for the pt.